Event description:
Related manufacturer reference number 3006705815-2020-32699, 1627487-2020-47764 additional information received the patient's system was explanted. No abbott representative was present during the explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-32699, 1627487-2020-47764. It was reported that patient may undergo surgical intervention for unknown reason.